Event description:
(B)(4). After having the device for three years, my left hip hurting at the time of ovulation. It progressively got worse to the point where I could not walk up stairs during that time each month. It have progressed now to both hips hurting, frequent headaches, hair falling out.